Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraoesophageal hernia repair, the suture needle broke in half. It was stated that the surgical time was extended to 30 minutes or more since they had to do an x-ray to see if the needle was in the patient but the x-ray did not show the needle. The pieces of the needle were not retrieved. Another reload was used.